Event description:
It was reported to medical records that on (B)(6)2011 this rv lead is plugged into the IV port which is considered off label product use. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).